Manufacturer narrative:
Another mail info: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra aortic ballon pump was suspected to not be providing proper augmentation. The patient experienced a life threatening event.